Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced migraines and vomiting with device use resulting in the decision to discontinue use of the device in 2013 (specific date not reported). The implanted device remains.